Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was constantly alarming error code 1720. There was no patient involvement.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, the cause of the issue was an inoperable battery fallout capacitor. It was replaced to fix the problem.